Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels of 255-352 mg/dl and "low bp [blood pressure]"; cause was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous saline and manual injections. Customer was discharged 2 days later with no permanent damage and continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.